Manufacturer narrative:
This report is related to initial report from importer oscor with importer report # (B)(4). The device was not returned to manufacturer but has been evaluated by distribution partner medtronic service center on 18-dec-2019. The service was completed on 02-jan-2020 results ov investigation according to service report (B)(4): could not confirm customer comment the external pulse generator was not detecting the patient' s electrocardiogram. Main clear cover is missing. Your device is being returned unrepaired due to five year end-of- life. Could not complete analysis per customer request to return to them un- repaired. Additional comments from manufacturer osypka medical: the failure description could not be reproduced. The pacemaker works according to its specification. Possible causes for sensing failures could be: bad lead to tissue contact, unappropriate lead position, not correct adjustment of sensitivity threshold causing undersensing due to wrong sensitivity setting - too high sensitivity values.

Event description:
It was reported that the user felt that the external pulse generator (epg) was not detecting the patient's electrocardiogram (ECG). The generator was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.